Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. A valid lot or serial number has not been provided for test strips. The dhrs (device history record) for the freestyle freedom lite meter and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. The dhrs (device history record) for the freestyle strips and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A error message was reported with the adc device. The customer was unable to obtain readings due to receiving an error 14 message, experienced hypertension and was unable to self-treat. The customer went to the emergency room and had contact with a healthcare professional (doctor) who obtained blood glucose readings of 174 mg/dl and 112mg/dl on an hcp meter and administered unspecified intravenous fluids for treatment. No further details were reported as customer could not troubleshoot further. There was no report of death or permanent injury associated with this event.